Event description:
It has been reported to philips that the system did not boot. The data monitor was on, but the start up screen did not appear. The system was outside of clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the data monitor was dark, and the system does not start. Rse found that after rebooting the pc the issue persists. Upon troubleshooting, fse found that main control pc was not started. After pressing the switch on the front of the pc, it started working normally. Fse performed a diagnostic test on the pc and confirmed that it was working without any problems. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.